Manufacturer narrative:
Local distributor received notification of possible incident at this facility. Phone call to facility on 8/6/08 rep spoke with admin who did not know date of this alleged incident, could not provide lift model type or serial number. Report received indicated that a non-liko manufacturing sling was used to transfer the resident. Liko strongly discourages the use of non-approved slings and accessories with their equipment. The sling used in the transfer was not a liko manufacturing sling, and therefore was not designed, tested or approved for use with a liko pt lift. User guides are clear in instruction as to the proper and safe use of the product. This incident is viewed as user error and not a product problem. Lift is still in use at the facility.